Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the system 7 small aseptic housing is cracked near the hinges and it came apart during inspection at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 7 small aseptic housing is cracked near the hinges and it came apart during inspection at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The technician determined through visual inspection that the housing was cracked. It is possible that the damage was caused by excessive sideload. The housing was placed in parts retention.